Event description:
It was reported that during a shoulder arthroscopy the anchor did not hold in the bone. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Visual inspection found the plastic has signs of wear from impaction on the plastic hub and a slight deformation on the distal end of the tip showing use. No part of the device has broken off. Device was returned without suture assembly and anchor. Anchor seating cannot be investigated without the device. Complaint was not confirmed.